Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up due to atrial lead noise. Upon examination, it was noted that the lead exhibited noise, rising capture thresholds, a sharp decline of pacing impedance, and varying sensing indicative of a lead integrity issue. The patient was scheduled for additional testing and chest x-ray.

Event description:
New information received stated that the patient presented to the clinic on (B)(6) 2021 to have a chest x-ray performed. The physician was unable to identify any physical anomalies with the lead. There were no lead fractures, loss of lead slack, or dislodgement. The atrial lead continued to exhibit noise and impedance anomaly. The physician elected to not perform any intervention at this time and continue to monitor the patient.